Event description:
The distributor reported on behalf of the user facility the following incident: during knee surgery, the surgeon cut the tip of the wire and the tip of the wire cutter broke off into the knee. The broken piece was retrieved and disposed. Add'l info has been requested from the dist.